Manufacturer narrative:
The initial failure description was that the rotaflow displays the error message "head error" after start up of the device. During the service it was found that the "closing assy is missing" and the "flow senor of the rotaflow drive (rfd)" needs replacement". No harm to any person occurred. The affected drive (serial#(B)(6)) was sent back to manufacturer for repair. It was received on 2021-11-16 and during investigation by the service department on2021-12-07 it was found the "closing assy is missing". Thus, the drive was sent to the supplier emtec on 2021-12-09 for further investigation. On 2022-01-19 emtec was able to reproduce the reported failure "head error" and the root cause was determined as misuse of the device, which lead to a damaged rfd electronics. These were replaced by the supplier. In addition the "missing closing assy" and the "flow sensor" have been replaced. The most probable root cause for the "closing assy " and "flow senor" was determined as aging by the supplier. Based on these investigation results the reported failure could be confirmed the product in question was produced in 2014-02-01. The review of the non-conformities has been performed on 2022-01-21 for the period of 2014-02-01 to 2021-10-19. It does not show any non-conformity in regard to the reported product and failure. There is no indication on manufacturing issues occurred during this time, thus production related influences are unlikely. In order to avoid reoccurrence of the reported failure, the user will be informed to follow the chapter in the instruction for use heart-lung support system rotaflow system/ 4.3 / en / v14. Chapter 4.1.3: switch off the rotaflow console on/off switch before connecting the rotaflow drive to or disconnecting it from the rotaflow console. Otherwise the rotaflow console may be damaged. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required.

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available. Further information has been requested but has not yet been received.

Event description:
It was reported that a rotaflow displayed the error message ¿head error¿. Complaint ID: (B)(4).